Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On the morning on (B)(6) 2025, the patient was not getting a reading on the dexcom for almost one hour and was unable to check a manual finger stick reading. The patient felt dizzy and had a headache. Her husband and son were with her. She did not want any treatment and home so an ambulance was called. The patient arrived at the hospital at around 8:00pm. The patient was still not receiving a reading on the dexcom and when they checked a finger stick it was 525 mg/dl. The patient was treated with an insulin drip and was in the hospital until on (B)(6) 2025. Prior to leaving the hospital, the patient's bg was 120 mg/dl. At the time of the report, the patient was doing fine. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.